Manufacturer narrative:
This follow-up report is being filed to relay possible product identification. The following sections could not be completed. Part/lot information could be: category number - 211215, lot number - unknown, expiration date - unknown, manufacture date ¿ unknown; category number - 211216, lot number - unknown, expiration date - unknown, manufacture date ¿ unknown; category number - 211217, lot number - unknown, expiration date - unknown, manufacture date ¿ unknown.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. Manufacture date ¿ unknown.

Event description:
It was reported patient underwent a compress shoulder arthroplasty on (B)(6) 2013. Subsequently, patient was revised on (B)(6) 2013 due to the segment being too high. The segment was removed and replaced.